Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the lens returned in pieces and unable to perform the dimensional inspection due to the damaged lens. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -11.50/+0.5/177 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2023. The lens was explanted on (B)(6) 2023. Due to low vaulting and the patient experienced double vision and glare at night. The patient was prescribed medication but the symptoms did not improve. The problem was resolved. The cause of the event was patient-related factor and the device did fail to perform as intended.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).